Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) under infused during a patient infusion. This was further described as ¿only 2/3 infused¿. The device had been filled with piperacillin/tazobactam 13500mg in 230ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from december 17, 2020 - december 22, 2020. H10: the actual device was received for evaluation. The sample was returned to the plant containing 73 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B4/f8: date of this report in the initial MDR is being corrected from blank to 07/21/2021.